Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms. No ramping numbers anomaly noted. The device had passed the displacement test, operating currents, self test, and off no power test. No failed battery alarm. The insulin pump had a scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.